Event description:
A new precise stent was found to be "already dislodged" in the package before use. The stent was never used on the pt. The product was stored correctly and undamaged. No add'l info was available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.